Manufacturer narrative:
H4: the lot was manufactured from september 02, 2020 ¿ september 03, 2020. H10: the device was received containing no fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) overinfused. The device contained fluorouracil. The reporter stated that the infusion was supposed to run for 24 hours but finished in approximately 13.5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.